Event description:
On (B)(6) 2005: left lateral fusion of l1, l2 and l3 using infuse. Severe pain within two weeks following surgery. Was hospitalized and by (B)(6) was diagnosed with erythema nodosum, an extreme inflammatory reaction. Platelets increased "10 1, 000, 000". Left leg has permanent nerve damage. Hematologist said it could possibility be an allergic reaction to infuse due to my autoimmune spherocytosis. Prior to my (B)(6) 2011 back surgery, the surgeon stated I needed another surgery due to increased stenosis l4-l5 validated by an MRI. I told him I felt I had a reaction to infuse from my (B)(6)2005 surgery. He had never heard of such a thing and said he would use infuse. One month following the surgery I experienced significant pain and leg spasms. (B)(6).